Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a right inguinal hernia. It was reported that after onlay implant, the patient experienced recurrence, mesh migration, mesh shrinkage, development of scrotal knots 3-4 times per week which cause swelling and tenderness. Post-operative patient treatment included revision surgery and additional implant. The product had been used with an unknown protack device.